Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump had an unresponsive act button due to corroded keypad trace. Unable to perform displacement test due to unresponsive button. The insulin pump had had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corners.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The caller did not know the blood glucose reading. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.